Manufacturer narrative:
(B)(4).

Event description:
Procedure: colon resection. According to the reporter: the stapler delivered unformed staples and transected the bowel. No significant unanticipated blood loss was experienced. Surgical time was extended approx 1 hour to remove unformed staples. There was bowel contents spillage. Unformed staples were removed and open ends of the bowel were stapled with add'l stapler loads. Anastomosis made as expected before incident.